Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: does not pass leak test, ran system tests in service mode to pinpoint problem, does not build pressure and fails the expiratory valve test in comp tests no patient involvement.